Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) arrived onsite and found the station powered off with water present on the right front fascia of each drawer but no signs of water inside drawers, cubies, or electronic components. After confirming no internal damage, the fse powered on the unit, and hardware test application (hta) passed. The fse advised drying by keeping drawers open and returned later to verify the system was completely dry with no water damage. The fse then reconnected all devices, confirmed successful hta results, and the pharmacy technician completed inventory, with all functions operating normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that there was a leak in the bd pyxis¿ medstation¿ e a leak caused water to enter the drawers, resulting in the flooding of medications. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.